Event description:
Outbound; caller reports the generic cadd ms3 syringe alarmed empty at 0200 in the morning, after changing the cartridge, noted syringe had about 0.6 ml treprostinil left in it. No lot number available and cartridge was removed from the pump, so unable to send back a pump with the syringe still in place. Replacement pump to be sent. No further details provided.